Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 3 cm in diameter abdominal aortic aneurysm. It was reported that a on an unknown date a recent CT revealed that there was a distal type 1b endoleak in the right limb, due to disease progression . The physician elected to implant an endurant 16x16x93 and an endurant 16x10x124 and the distal type I endoleak was resolved. The physician stated that the cause of the distal type I endoleak was disease progression. No additional clinical sequelae were reported and the patient is fine.